Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt had been hospitalized for more than a week for status epilepticus and was then transferred to another hosp where they were implanted with the vns. After implant surgery, the pt was transferred back to the original facility. Antibiotics were reportedly prescribed because of a swollen area at the lead site. The pt was discharged and reportedly stopped breathing athome on that same day. Stimulation was never initiated. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.

Event description:
Further follow-up revealed that an autopsy was performed. Autopsy reported findings were: 1. Surgical type scars at external surface of body. 2. Status post: electronic implant pulse generator type at left chest subcutaneous tissue. 3. Pulmonary edema and congestion. 4. History of epilepsy. The cause of death was listed as complications of seizure disorder (non-traumatic). The manner of death was listed as natural. Product analysis summary: the pulse generator met electrical test specifications. No anomalies that could have an adverse effect on device performance were noted. The concomitant device (bipolar lead) was also returned and analyzed. The lead assembly was returned for analysis in two pieces. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure.